Event description:
Affiliate reported that the pt's valve accidently adjusted from 110 to 50. It was also noted that the pt plays with magnetic toys. It has been confirmed that there have been no other complaints regarding this lot of products to date.

Manufacturer narrative:
It has been communicated that the device is not available for eval. A lot number has been provided, therefore, codman will conduct a review of the device history records. We anticipate that the review will reveal that the device conformed to all testing/mfg specifications. If anything, otherwise is noted a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.